Event description:
The customer reported to olympus that the gastrovideoscope had a pinhole from the operation unit. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable event was found: foreign object near the forceps stand. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus fora device evaluation. In addition to the reported in b5, the device evaluation found the following: due to wear of forceps control lever the water tightness was lost, due to pinching on the bending section cover the water tightness was lost, due to wear of the angle wire the bending angle in up direction did not meet the standard value, due to wear of the angle wire the play of upward/downward angulation control knob was out of the standard value, the adhesive on the bending section cover was detached, the adhesive on bending section cover had a crack, switch 1 had a cut, the paint on air/water cylinder was peeled, the suction cover plate was unclear, the connecting tube had a scratch, and due to a scratch on the acoustic lens (damage level; does not reach to the glue-layer), it had a snag on it. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.